Manufacturer narrative:
Review of patient records found that after activating the system, the patient's pain scale reports are somewhat inconsistent, reporting both 2/10 and 8/10 on the same date.there are no records on file indicating any failures or malfunctions of the nalu system or components. The reason for the nalu system not being used was not shared with the firm.

Event description:
The patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024 to treat pain in the head area. The implantable pulse generator (ipg) was placed in the posterior shoulder area with the implanted leads targeting the occipital nerve.prior to implanting the permanent system, the patient participated in 2 trials with nalu to determine if the system was likely to be effective and to evaluate optimal placement of implanted leads. The second trial yielded pain relief reduction from 8/10 down to 2/10 and thus the patient elected to move forward with the permanent system. In (B)(6) 2024 a nalu representative reported ongoing communication with the patient regarding reprogramming and optimizing the nalu system to provide improved pain relief, however there was no indication at that time of any problems with the system. On (B)(6) 2025 the patient was seen by the implanting physician for a consult. The local nalu representative was on call but was not contacted for that appointment. Reason for the consult was not shared with the firm. On (B)(6) 2025 the patient notified the firm that the nalu system had been explanted. Follow-up with the physician's office found that the system had been explanted on (B)(6) 2025 due to the patient no longer using the system.